Event description:
On september 22, 2016, a customer reported an event of unintended movement with one dx-d100 mobile x-ray unit. While the customer was using the unit, the unit would not stop when the handle was released. Agfa service determined the root cause as an engineer error. The dead man switch was replaced on (B)(6) 2016 and was not tightened down correctly and would cause an intermittent sticking of the switch. On (B)(6) 2016, agfa service cleaned the micro switch, aligned the dead man handle on the arm, and adjusted and remounted the panel carrier assembly. The unit is now working as intended and there are no new reports of unintended movement. The service engineer must be re-trained who did the first repair. There has been no reported harm to patient or user during this event.